Event description:
It was reported that when the unit was plugged in during a procedure it started smoking and got very warm. There was no patient or user injury reported as a result of this event.

Manufacturer narrative:
The manufacturer service technician found that there was dust covering the cooling fans. The tech cleaned the fans and returned the unit to service.